Event description:
Physician reported "a cytological study of the puncture-evacuation of the seroma and in the histological study of the capsule resection specimen (integrated resection of the same, including seroma and implant) the immunophenotypic study showed positive cd30; alk-1 negative; eber ish negativ; hhv8 negative" against an unknown side. The device has been explanted and discarded. This relates to the left side record.

Manufacturer narrative:
Continued report source: regulatory agency - aemps. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: seroma, diagnosis of implant-associated anaplastic giant cell lymphoma, and recalled device.